Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate fell below the lower rate limit following implantable pulse generator (ipg) and right ventricular (rv) lead implant, and the patient experienced light-headedness. It is also reported there were chronically small r waves since implant. The device and lead remain in use. No further patient complications have been reported as a result of this event.